Manufacturer narrative:
Additional manufacturer narrative: rupture of the left ventricle is a major complication of mitral valve replacement. It is an infrequent but potentially lethal complication. In general, a large number of intraoperative factors have been considered for the cause of this complication: (1) retraction of the ventricle when the left atrium was fixed by adhesions from a previous operation, (2) forceful retraction and inadvertent incision of the annulus, (3) insertion of an oversized prosthesis, and (4) deeply placed sutures in the myocardium. As stated above, ventricular rupture is typically not device related. In this case, it was reported that the lv rupture occurred because of implanted valve implant. The device was not returned for evaluation, at this time. The root cause for the event remains indeterminable. However, it is likely that patient related factors and procedural factors contributed to the event. If new information becomes available or the device history record (DHR) is reviewed, a supplemental report will be submitted.

Event description:
Edwards received notification that a 25mm valve was explanted at implant due to bleeding observed on posterior part of the heart. The issue was detected during closure of the sternum. As per medical opinion, during left ventricle contraction there was posterior left ventricle rupture because of the implanted valve. The rupture had to be sutured. Patient was reported to have fragile tissue. The explanted valve was replaced with a 25mm mechanical valve. The explanted valve was returned for evaluation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Evaluation summary: customer report of "bleeding observed on posterior part of the heart" could not be confirmed through visual observations. X-ray demonstrated the wireform to be intact. Suture holes were visible around the sewing ring. Fibrin-like deposits were observed on the inflow aspect of the leaflets. Based on the product evaluation the root cause of the event remains indeterminable but was likely impacted by patient related factors and procedural factors. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.